Event description:
It was reported to philips that there is physical damage to the display requiring the display to be replaced. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.